Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed from medical records received. No product, no photo or image were returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. As per the package insert pain and instability are known potential adverse effects of the tka procedure. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial total knee arthroplasty subsequently, the patient was experiencing pain and was revised for instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03285, 0001822565-2017-07347, 0002648920-2017-00655. Concomitant product(s): femur cemented cruciate retaining (cr) standard left size 6 catalog#: 42502606001 lot: 62876676. Tibia cemented 5 degree stemmed left size d catalog#: 42532006701 lot: 62939655. All poly patella cemented 32 mm diameter catalog#: 42540000032 lot: 62878103. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is experiencing pain due to incorrect size device implanted. It was suggested that patient undergo a revision, however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.